Event description:
The patient received a pump exchange due to driveline damage. No further information was reported.

Manufacturer narrative:
Section d4, h4: correction. Incidental findings: visual inspection of the percutaneous lead potting inside the pump outlet housing (interior of the cable boss) noted that the potting had an opaque, reddish color and smooth surface. There was no evidence of fluid ingress into the surrounding space. The issue appeared to only be cosmetic and the cause could not be conclusively determined. Manufacturer's investigation conclusion: the report of a potentially compromised percutaneous lead can be confirmed based on the evaluation of (B)(6). The pump was returned assembled with the percutaneous lead cut approximately 5¿ from the pump body and a severed portion measuring approximately 33¿ was also returned. Examination of the pump blood-contacting surfaces revealed no depositions or thrombus formations. The rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. The shielding and bionate were removed from the returned percutaneous lead and visual inspection of the underlying wires revealed a breach in the insulation of the yellow wire approximately 5.5¿ from the pump body. Continuity testing was performed, and all the wires were found to be electrically intact. No shorts or discontinuities were found during electrical continuity testing. The percutaneous lead was then submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any additional areas of concern. The conductors of the yellow wire were exposed, which appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in these areas. There was no evidence of mechanical damage such as crushing or pinching. The breach in the yellow wire would have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the mobile power unit or power module. The resulting shorts to ground would have caused the reported pump stop events, as seen in the submitted log file data. The heartmate ii lvas IFU and patient handbook contain information on caring for the percutaneous lead. All heartmate ii lvad percutaneous leads have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient experienced red heart alarms the night before arriving in clinic. The patient visited the hospital to check the device history. Upon vad interrogation, pump off and low flow events were noted. The patient was asymptomatic during the event. Log file analysis noted multiple pump stoppage events, low speed advisories and speed drops as low as 0 rpm while the device was connected. This type of behavior is indicative of a percutaneous lead issue. No further information was reported.